Event description:
It was reported that during a wedge resection procedure, after firing, the device would not open. The release button did not work. No patient consequence. O.r time was deplayed less than one hour.